Manufacturer narrative:
Additional information has been requested. Subject device remains in the patient. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.

Event description:
Surgeon experienced difficulty with a total of eight screws. The heads of 3 screws broke off, and 5 heads stripped. The body of 3 screws remained in the patient. Per the attending resident surgeon, the broken and stripped screws added 45 minutes to the case. Surgeon was able to complete the procedure. This is report #1 of 8 for the same procedure.